Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have a bubbled dso seal. The reported issue was confirmed during functional testing, which reproduced the reported error code. The issue was traced to the pump main board, which was determined to be faulty. However, no root cause could be established for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump main board was replaced and the device passed all functional tests.

Event description:
It was reported that the pump displayed an error code of 45639. There was no patient involvement and no adverse event reported.